Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a patient sample on a vitros xt7600 system. The definitive assignable cause could not be determined. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. In addition, based on historical quality control results, there is no indication of a performance issue with vitros tropi es lot 4190. However, the l1 control does not adequately evaluate performance of the vitros tropi es reagent for sample with troponin I concentrations < url (0.034 ng/ml), therefore, a reagent issue cannot be entirely ruled out as a contributing factor. The customer is not following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Email address for contact office above is (B)(6).

Event description:
A customer observed a non-reproducible, higher than expected, vitros troponin I es (tropi es) result was obtained from a patient sample on a vitros xt7600 system. Result of 0.065 ng/ml vs. The expected result of<0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected, non-reproducible vitros tropi es result obtained from the patient sample was reported from the laboratory and the patient was treated with heparin. Treatment was discontinued when the corrected reports were issued. The patient was discharged and there was no reported allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).